Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and decreased pacing impedances. A revision procedure was performed in which there was visible damage to the lead insulation. As a result, the leads, distal, and pace sense portion were surgically abandoned and a new rv lead was placed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.